Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report that during an infusion set change, the insulin pump alarmed a compromised force sensor error and insulin was "squirting" out during the manual prime process. The blood glucose reading was 5.2 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump also had a cracked case on the display window corners, minor scratches on the lcd window, a cracked reservoir tube lip, broken battery tube threads, and a missing end cap sticker.